Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2016 with the following findings: the black box showed no evidence of short battery life issue. Upon the review of the black box data, a single drastic voltage drop from 1.49vm to 1.18 vm was noted leading to a replace battery alarm warning as a result of user unacknowledged replace cartridge alarm. The battery compartment was undamaged. The ez-prime steps were performed correctly and all electrical current readings measured within specifications. The pump cover was removed and no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.